Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center white balance could not be adjusted, the green light for exposure adjustment on the front did not light up. The issue was observed when powering on the device during an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No device abnormalities were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Note section e1 shortened from: national public service mutual aid association federation tohoku kosai hospital to: tohoku kosai hospital, due to character restrictions.